Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced the crimpled cannulas and this had led to a high blood glucose event on 13 mar 2026. The high blood glucose had been treated with correction bolus via pump. The insertion sites are abdomen and arm.